Event description:
It was reported the patient felt pain from the implant site to their left ankle. The pain felt like a charlie horse. The pain started the day after the patient walked through an airport security gate with their stimulator on. The patient used icy hot and took ibuprofen. During the afternoon, the patient was fine, but the pain started again during the night. They turned stimulation down to 0.0 v and turned off their stimulator. There were no falls associated with the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot # va0azzc, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot # va0azzc, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial # (B)(4), product type: programmer, patient. (B)(4).